Event description:
It was reported that the collimator of an infinia system fell to the floor during a collimator exchange, hitting and breaking the operator's leg.

Manufacturer narrative:
Ge healthcare's investigation is ongoing. A follow up report will be submitted once the investigation has been completed.